Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault (sf131) and in-house testing was not able to reproduce the device fault. During evaluation, the device failed to completed its internal self-test. It was determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilating and displayed an error message (sf131) indicating blower temperature monitoring failure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Internal inspection of the returned device found a white powder residue in the internal components. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device self-test failure and system fault 131 were due to contamination of the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilating and displayed an error message (sf131) indicating blower temperature monitoring failure. There was no patient injury reported as a result of this incident.